Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked display window, cracked casing at the display window corners, cracked battery tube threads, and a broken reservoir tube. (B)(4).

Event description:
The customer reported via phone call that her insulin pump fell from a shelf due to a possible device vibration and the entire screen cracked; the customer was unable to read the display. The patient's blood glucose at the time of incident was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.